Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Photo: received four (4) photo samples. All photo samples showcase an overview of an all silicone temp sensing foley catheter. Visual: received one (1) used all silicone temp sensing foley catheter with sample port connector without original packaging. Verified material number 2758j14 and manufacturing lot number ngjz2841. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Task 14825432 was opened to notify manufacturing of the reported event. Risk review, labeling review, and DHR review are not required as CAPA 11092653 is applicable for this product lot number. Based on the investigation results no additional action is required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use due to difficulty in extracting water from the foley catheter balloon so had discontinued its use.

Event description:
It was reported that during use due to difficulty in extracting water from the foley catheter balloon so had discontinued its use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.